Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A study patient diagnosed with central herniation with radiculopathy was implanted with prodisc-c at c3-c4 on (B)(6) 2007. The patient was diagnosed with mild dysphagia on (B)(6) 2011 and was treated with modified food intake. The investigator reported the event was definitely related to the type of surgery and not related to the implants.